Event description:
It was reported to philips that the flex monitor froze, and a flat detector controller error was identified on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
A reboot was performed, and the system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).